Event description:
(B)(4). Initial info reported by a physician and a nurse to a sales rep on 15-apr-2009: a female in her (B)(6) received an unk amount of injectable poly-l-lactic acid (sculptra) [lot # and exp date unk] for an unspecified indication. She had three poly-l-lactic acid treatments with the last treatment being in (B)(6) 2008. In (B)(6) 2008 she underwent hip replacement surgery and a month thereafter ((B)(6) 2008) she noticed nodules in her nasolabial folds and marionette lines. At the same time she had a reaction to the device that was used in the hip replacement. It all happened at once with an inflammatory response. Medical history was provided. Concomitant medications were not reported. No further relevant info reported.

Manufacturer narrative:
Additional lot# : a7018. Add'l exp date: (B)(6) 2009. Add'l implanted date: (B)(6) 2008. Additional info for sculptra (lot # and exp date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Additional info received from a nurse via hcp data collection form on 16-jul-2009: demographics were provided. A currently (B)(6) female pt was treated with poly-l-lactic acid (sculptra) via injection on three separate dates (B)(6) 2001, (B)(6) 2006 and final injection on(B)(6) 2008 for facial rhytids (facial cosmetic treatment). Sculptra was reconstituted with 5 cc of 0.9% of bacteriostatic water and sodium chloride and 1 ml of lidocaine. Sculptra was injected in the nasolabial folds and marionette lines (1 cc each nl fold and 1 cc in each marionette). The pt stated that around ((B)(6) 2009) 10 months after being injected with sculptra and 4 months after hip replacement ((B)(6) 2008) she started to notice lumps in areas where sculptra was injected. Lot# reported for poly-l-lactic acid was provided (a2017, exp date oct-09 and a7018, exp date jun-2009). Relevant medical history and concomitant medications were provided. No biopsy was performed. The reporter considered the nodule formation as related to sculptra. No further relevant info was provided.